Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had air bubbles. Troubleshooting was performed was not performed. Customer's blood glucose level was 175mg/dl at the time of incident. It was reported that the air bubbles varied in sizes. It was reported that the customer was advised recommended reservoir fill techniques. The product will not be returned for analysis.